Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. During hospitalization, the patient was treated with an unknown antibiotic (intravenously, dose, frequency, and duration not reported) for peritonitis. Approximately three to four days after hospitalization, the patient was discharged. After hospitalization, the patient was treated with vancomycin (intraperitoneally, dose, frequency, and duration not reported) for the event. The patient was retrained on aseptic technique. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.